Event description:
A patient in (B)(6) was undergoing a crrt on a prisma machine with a prisma m100 pre set. Approximately 10 minutes into treatment, the machine generated a "blood leak detector" alarm. Treatment was terminated and the blood in the extracorporeal circuit was returned to the patient. There was an estimated blood loss of 30 ml coming from the return pod. Initially, it was reported that the return line had disconnected from the return pod, however, that was not confirmed during the investigation. The patient was not symptomatic as a result of the blood loss and did not require any medical intervention.

Manufacturer narrative:
The review of the prisma m100 pre set device history record and complaint history files for lot number 14g3005g shows that there is no manufacturing anomaly and no other complaint regarding this lot number. The prisma m100 pre set was discarded and not available for inspection. Without the incriminated sample, the exact root cause of the reported event remains unknown.